Manufacturer narrative:
Based on the information available and the testing conducted, the cause of the reported problem was due to the defective assy processor. The reported problem was confirmed. Based on the information available and results of additional analysis, defective assy processor is replaced with a new assy processor. The device was operational after repairs were completed. The investigation concludes that no further action is required at this time.

Event description:
It was reported the device was getting non critical device alarm while switching on. There was no patient involvement. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.